Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try various troubleshooting steps, which included confirming the pump was unplugged and attempting to turn it on again. Eventually, when plugged into a power source, the pump's display turned back on. However, when unplugged, the pump remained unresponsive, leading to the decision to replace it. Until the replacement pump arrives, the customer was advised to keep the pump plugged into a power outlet to use its features.